Manufacturer narrative:
Continuation of medical devices: 694765 lead implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited occasional undersensing on treated episodes, and the the right atrial (ra) lead exhibited occasional far field r-wave (ffrw). The patient's base rate was increased and the lead remain in use. No patient complications have been reported as a result of this event.